Event description:
Steam sterilization tape did not change color during sterilization. Entire lot was taken out of use. Steam indicator tape is from medline, manufactured by 3m. Item # 3149, lot # 251106.